Event description:
It was reported that during a subclavian artery interventional procedure, a stent dislodged inside the patient. The 75% stenosed lesion was located in the mildly calcified and severely tortuous subclavian artery. The express biliary ld stent 9 x 40mm was advanced to the lesion. The stent was partially deployed in the sheath, and upon withdrawal, the stent dislodged in the right common iliac artery. The stent delivery system was removed, the stent was removed with a snare. The stent was flared at the proximal end. The procedure was not completed. The patient status is reported as "fine." Further information was requested, but is not available.

Manufacturer narrative:
The complainant indicated that the device was disposed; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.